Event description:
It was reported that post-op to an unknown procedure, the clips were leaking. Patient came back and surgeon had to reoperate.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what type of procedure did this occur during? What anatomical structure were the clips being placed on? How many days postoperative did the leak occur? How was the leak identified? How was the leak addressed? If reoperation, laparoscopic or open? What was observed at the site of the leak upon reoperation? Were any malformed clips observed throughout patient care? How many clips is surgeon placing on patient? Does the surgeon load the clips off of the vessel into the device jaws and visualize before applying the device jaws to the vessel and firing? What is current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.